Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650. Not returned to manufacturer. Incorrect display c63088; FDA 1184, battery issue c63030; FDA 2885. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient became unresponsive due to no power to their controller. On (B)(6) 2017 at 2000, the patient received a low battery alarm. The patient walked down the hall to change the battery but did not return for a few minutes. The patient was found down by their significant other on the bed, unresponsive, with one battery connected to the controller and one battery in their hand. The patient's significant other denied hearing any alarms. They connected the patient's ac adaptor, called 911, and initiated cardiopulmonary resuscitation (CPR). Log files showed that the patient had battery (B)(4) connected to side one of controller (B)(4). The battery had been connected to the controller since (B)(6) 2017 and was noted to be at 25% for greater than 24 hours. The patient had denied any alarms from the controller during (B)(6) 2017 to (B)(6) 2017, except for a low battery alarm on (B)(6) 2017 at 1300. The patient replaced the battery connected to side two of the controller at that time. The log files noted a controller power-up and associated pump start event indicating a loss of power logged on (B)(6) 2017 at 1956. Log files indicated the controller did not have power for approximately 18 minutes. The internal battery [?]controller fault' alarm was not on the log files; therefore, the controller should have alerted with a [?]double disconnect' alarm. The patient's significant other stated the controller did not alarm. Battery (B)(4) was inadvertently not removed from circulation during prior recall and the patient had continued to use this battery. Battery (B)(4) was removed from circulation. Controller (B)(4) was not exchanged as the patient was not stable enough. The patient remained hospitalized in the critical care unit and unresponsive. The patient's neurologic function did not return and support was withdrawn. The patient expired on (B)(6) 2017 and no autopsy was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It w.....

Manufacturer narrative:
Product event summary: the controller (con309307), four batteries (bat312885, bat306393, bat104008, bat311689), and a controller ac adapter (cac202127) were returned for evaluation. One battery (bat016704) and the hvad pump (hw24336) were not returned for evaluat ion. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. The controller, returned batteries, and controller ac adapter all passed visual inspection and functional testing. The controller's "no power" alarm functioned as expected when both power sources were disconnected from the controller during testing. Log file analysis revealed one controller power up event on (B)(6) 2017 at 19:56:03, followed by a motor start event at 19:56:04. The data point prior to the controller power up event, at 19:29:46, revealed that bat306393 was connected to power port 1 with 26% relative state of charge (rsoc) and bat016704 was connected to power port 2 with 23% rsoc. The data point after the controller power up event, at 19:56:36, revealed that the controller was connected to a power adapter on power port 1 and no power source was connected to power port 2. The controller was without power for 17 minutes and 51 seconds. Review of the data log file revealed that the batteries exhibited normal power discharge rates prior to the controller loss of power. Analysis of the alarm log file revealed that no controller fault alarms were logged, which indicates that the internal battery which powers the "no power" alarm was working properly. In the event that the controller loses power, the internal battery will power the ¿no power¿ alarm for at least 15 minutes. Given that the patient was without power for over 17 minutes, a possible root cause of the reported lack of a ¿no power¿ alarm can be attributed to an extended period of time where a power source was not connected to the controller. Based on the available information, the most likely root cause of the loss of power event can be attributed to a disconnection of both power sources from the controller. An internal investigation was initiated to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned battery (B)(4) passed external visual inspection and functional testing. The returned battery (B)(4) passed external visual inspection and functional testing. The returned controller ac adapter (B)(4) passed visual inspection and functional testing. Preliminary analysis: the returned controller (B)(4) passed visual inspection and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.